Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/essure coil on the right side had protruded into the endometrial cavity/perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and menses irregular. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone acetate (provera). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain/pain"), migraine ("migraines /headaches") and headache ("migraines /headaches,"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe:hot flashes") and menopausal symptoms ("perimenopausal"). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual "intercourse")"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery ((B)(6) 2013 laparoscopic removal and tubal ligation). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, weight increased, hot flush, menopausal symptoms, depression, migraine, headache, dysmenorrhoea, ovarian cyst and abdominal pain outcome was unknown and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea and fatigue had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure "implant" date ((B)(6) 2011 and (B)(6) 2010) and explant date ((B)(6) 2013 and (B)(6) 2013) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: results: u/s noted thickened endometrial strip 1.6.. On (B)(6) 2013, hysterosalpingogram revealed the uterine cavity was normal. The left essure device is in expected position. The right essure device had partially migrated into the uterine cavity. There was no filling of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia hot flushes, premenopausal , ovarian cyst and dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-feb-2019: medical record was received. Reporter information, lot number was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/essure coil on the right side had protruded into the endometrialcavity/perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure (batch no. 50512921) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and menses irregular. Concomitant products included ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2013 to (B)(6) 2013 and medroxyprogesterone acetate (provera). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain/pain"), migraine ("migraines /headaches") and headache ("migraines /headaches,"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe:hot flashes") and menopausal symptoms ("perimenopausal"). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual ntercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, and surgery ((B)(6) 2013 laparoscopic removal and tubal ligation). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, weight increased, hot flush, menopausal symptoms, depression, migraine, headache, dysmenorrhoea, ovarian cyst and abdominal pain outcome was unknown and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea and fatigue had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6) 2010) and explant date ((B)(6) 2013 and (B)(6) 2013) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2013: results: the right essure device has partially migrated. Uterine cavity was normal. The left essure device is in expected position. The right essure device had partial migrated into the uterine cavity. There was no filling of the fallopian tubes.. Ultrasound scan: on (B)(6) 2013: results: u/s noted thickened endometrial strip 1.6.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia hot flushes, premenopausal , ovarian cyst and dysmenorrhea. Lot number: 50512921, manufacture date: 2010-04, expiration date: 2013-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/essure coil on the right side had protruded into the endometrialcavity/perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and menses irregular. Concomitant products included medroxyprogesterone acetate (provera). In 2011, the patient experienced migraine ("migraines /headaches") and headache ("migraines /headaches,"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes") and menopausal symptoms ("perimenopausal"). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and depression ("depression"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery (on (B)(6) 2013, pelvic surgery to try and alleviate the symptoms). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, weight increased, hot flush, menopausal symptoms, depression, migraine, headache, dysmenorrhoea, ovarian cyst and abdominal pain outcome was unknown and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea and fatigue had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: u/s noted thickened endometrial strip 1.6. On (B)(6) 2013, hysterosalpingogram revealed the uterine cavity was normal. The left essure device is in expected position. The right essure device had partial migrated into the uterine cavity. There was no filling of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia hot flushes, premenopausal , ovarian cyst and dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-mar-2018: event migration was deleted and clubbed with perforation as "migration/perforation of the essure device/essure coil on the right side had protruded into the endometrialcavity/perforation (uterus)". Event added: hormonal changes: hot flashes, perimenopausal, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), depression, migraines /headaches, nausea, dysmenorrhea (cramping), fatigue, left ovarian cyst and abdominal pain. Lab data, concomitant disease, treatment drugs, concomitant drugs were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation of the essure device/essure coil on the right side had protruded into the endometrialcavity/perforation (uterus)") and genital haemorrhage ("heavy and irregular bleeding") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and menses irregular. Concomitant products included medroxyprogesterone acetate (provera). In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("chronic pelvic pain/pain"), migraine ("migraines /headaches") and headache ("migraines /headaches,"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient experienced ovarian cyst ("left ovarian cyst"). In (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2013, the patient experienced hot flush ("hormonal changes describe:hot flashes") and menopausal symptoms ("perimenopausal"). In 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("intercourse (inability to have sexual intercourse)") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, ibuprofen (motrin) and surgery ((B)(6) 2013 laparoscopic removal and tubal ligation). Essure was removed in (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, weight increased, hot flush, menopausal symptoms, depression, migraine, headache, dysmenorrhoea, ovarian cyst and abdominal pain outcome was unknown and the dyspareunia, menorrhagia, vaginal haemorrhage, female sexual dysfunction, nausea and fatigue had resolved. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menopausal symptoms, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2011 and (B)(6) 2010) and explant date ((B)(6) 2013 and (B)(6) 2013) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Ultrasound scan - on (B)(6) 2013: u/s noted thickened endometrial strip 1.6. On (B)(6) 2013, hysterosalpingogram revealed the uterine cavity was normal. The left essure device is in expected position. The right essure device had partial migrated into the uterine cavity. There was no filling of the fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia hot flushes, premenopausal , ovarian cyst and dysmenorrhea. Most recent follow-up information incorporated above includes: on 17-jul-2018: plaintiff fact sheet received. New reporters added. FDA codes added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013, pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, perforation, genital haemorrhage, pelvic pain, dyspareunia and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.